Manufacturer narrative:
Correction: PMA / 510(k)#. Additional information: age at time of event, age unit, sex, weight, weight unit, unique identifier (UDI) #, medical device serial #, concomitant med prod data , device manufacture date, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was not able to be confirmed. External inspection was not performed as no devices or product were returned for investigation. A log analysis was not performed as there were no device or logs returned for investigation. Per alaris system user manual v12.3.1 to minimize the post-occlusion bolus volume when a downstream occlusion is cleared, which can lead to unintended bolus (over infusion), do the following: - place the pump module at patient heart level. - avoid infusate temperatures from 22 °c up to 40 °c (71.6 °f up to 104 °f). - use the lowest occlusion pressure setting possible to deliver the fluid or medication. - avoid infusion flow rates below 1 ml/h. Follow proper infusion set loading instructions and ensure the set is free of kinks before starting an infusion. Improperly loaded sets can impact pump operation resulting in inaccurate fluid delivery. Ensure that the fluid path is free of kinks or obstruction and all clamps are open. Verify that drops are falling from the drip chamber. Use tubing or components that have the smallest internal volume or deadspace possible (for example, sets with shorter lengths and lower priming volumes). Root cause: the root cause for the reported over infusion was not able to be determined since there were no devices or logs returned for investigation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that patient was receiving 1/4 sodium acetate with heparin as a kvo (keep vein open) though uvc (umbilical venous catheter) at a rate of 0.5ml/hr. The kvo bag was reportedly hung on (B)(6) 2025 at around 1900. Around 1630, the alaris pump alarmed, and the nurse reportedly responded to the alarm. After following the tubing and seeing nothing wrong, the nurse reportedly looked at the bag and saw the kvo bag was completely empty, but the tubing connected to the patient still contained fluids. The clinician immediately stopped the fluid, assessed the patient, and checked for any leaks. The patient was reportedly "stable, no leaks found". Per report, the clinician checked the infusion rate and volume that had been already infused on the alaris pump, "and both numbers were correct and appropriate". The provider and charge nurse were made aware. A new kvo (infusion) was ordered, and a stat bmp (basic metabolic panel blood test) was ordered "as precaution". All fluids changed to a "new alaris pump brain". Per report, "patient still stable." There was no patient harm reported. Bd received additional information after conducting multiple communications attempts. It was reported that the event occurred between 09 june 2025 at 1900 and 10 june 2025 at 1630. There was no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that patient was receiving 1/4 sodium acetate with heparin as a kvo (keep vein open) though uvc (umbilical venous catheter) at a rate of 0.5ml/hr. The kvo bag was reportedly hung on (B)(6) 2025 at around 1900. Around 1630, the alaris pump alarmed, and the nurse reportedly responded to the alarm. After following the tubing and seeing nothing wrong, the nurse reportedly looked at the bag and saw the kvo bag was completely empty, but the tubing connected to the patient still contained fluids. The clinician immediately stopped the fluid, assessed the patient, and checked for any leaks. The patient was reportedly "stable, no leaks found". Per report, the clinician checked the infusion rate and volume that had been already infused on the alaris pump, "and both numbers were correct and appropriate". The provider and charge nurse were made aware. A new kvo (infusion) was ordered, and a stat bmp (basic metabolic panel blood test) was ordered "as precaution". All fluids changed to a "new alaris pump brain". Per report, "patient still stable." There was no patient harm reported. Bd received additional information after conducting multiple communications attempts. It was reported that the event occurred between (B)(6) 2025 at 1900 and (B)(6) 2025 at 1630. There was no harm.